Event description:
It was reported that the pump screen was broken and the touchscreen was unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.